Manufacturer narrative:
Device evaluation:lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. Work order search:no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2, -9.5 diopter, implantable collamer lens into the patients left eye (os) . After implanting the lens the surgeon saw defect. The lens was removed and replaced with back up lens within same surgery, no patient injury.

Manufacturer narrative:
(B)(4).